Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient was hospitalized for an infection at the ipg site after a revision procedure and the device was explanted. The physician believed the infection was not related to the device. Follow-up indicated that the patient passed away due to the patient's compromised immune system and other comorbidities. The patient was doing well with pain relief and there were no reports of device-related issues from the patient prior to the passing.